Manufacturer narrative:
The patient was transplanted. During removal of the pump, the apical sewing ring which was reported to be leaking was cut/chopped up. As a result, since the sewing ring was destroyed during removal, no product will be returned for analysis. The manufacturer reviewed the sewing ring manufacturing records which revealed that the device met all applicable specifications upon manufacture. Based on the information available, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is now closing its file on this event.

Event description:
Na